Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a ruptured thoracic aortic aneurysm. Pre-implant maximum aneurysm diameter measured 73 mm in diameter. The proximal aortic neck measured 41 mm in diameter and 90 mm in length. The distal aortic neck measured 40 mm in diameter and 50 mm in length. The minimum diameter of the main access vessel measured 11 mm. It was reported that a distal type I endoleak was observed on the CT scan. The maximum aneurysm diameter measured 79 mm. The endoleak was caused by natural progression of aortic disease, most probably facilitated by the standing of the stent graft on the aortic wall. No secondary intervention was performed. No clinical sequelae were reported and the patient is being monitored by their physician.